Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. It was reported by a consumer and describes the occurrence of menorrhagia and haemorrhagic anaemia ("heavy menstrual periods lasting up to 10 days, very abundant leading to anaemia"), asthenia ("major asthenia requiring numerous periods of disability leave") and meniere's disease ("meniere's disease") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), asthenia (seriousness criterion disability), meniere's disease (seriousness criterion medically significant) with syncope, abdominal pain ("abdominal pain, which worsened during my periods"), alopecia ("hair loss"), abdominal distension ("major bloating, which worsened during my periods"), headache ("headaches"), insomnia ("insomnia"), hot flush ("hot flushes"), mood swings ("mood swings"), temperature intolerance ("increased sensitivity to cold"), gout ("gout"), seborrhoeic dermatitis ("seborrheic eczema"), episcleritis ("episcleritis"), conjunctivitis ("conjunctivitis"), ear disorder ("recurrent ent diseases - ear disease"), nasal disorder ("recurrent ent diseases - nose disease"), pharyngeal disorder ("recurrent ent diseases - throat disease") and pruritus ("itching"). On (B)(6) 2017, the patient experienced complication of device removal ("a fragment remains after removal of essure"). On an unknown date, the patient experienced device breakage ("a fragment remains after removal of essure"). The patient was treated with surgery (bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed. At the time of the report, the menorrhagia, haemorrhagic anaemia, device breakage, asthenia, meniere's disease, abdominal pain, alopecia, abdominal distension, headache, insomnia, hot flush, mood swings, temperature intolerance, gout, seborrhoeic dermatitis, episcleritis, conjunctivitis, ear disorder, nasal disorder, pharyngeal disorder, pruritus and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, complication of device removal, conjunctivitis, device breakage, ear disorder, episcleritis, gout, haemorrhagic anaemia, headache, hot flush, insomnia, meniere's disease, menorrhagia, mood swings, nasal disorder, pharyngeal disorder, pruritus, seborrhoeic dermatitis and temperature intolerance with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menorrhagia - the analysis in the (B)(4) safety database revealed (B)(4) cases. Device breakage - the analysis in the (B)(4) safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 28-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual periods lasting up to 10 days, very abundant leading to anaemia"), haemorrhagic anaemia ("heavy menstrual periods lasting up to 10 days, very abundant leading to anaemia"), asthenia ("major asthenia requiring numerous periods of disability leave") and meniere's disease ("meniere's disease") in a female patient who had essure (batch no. 626282) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), asthenia (seriousness criterion disability), meniere's disease (seriousness criterion medically significant) with syncope, abdominal pain ("abdominal pain, which worsened during my periods"), alopecia ("hair loss"), abdominal distension ("major bloating, which worsened during my periods"), headache ("headaches"), insomnia ("insomnia"), hot flush ("hot flushes"), mood swings ("mood swings"), temperature intolerance ("increased sensitivity to cold"), gout ("gout"), seborrhoeic dermatitis ("seborrheic eczema"), episcleritis ("episcleritis"), conjunctivitis ("conjunctivitis"), ear disorder ("recurrent ent diseases - ear disease"), nasal disorder ("recurrent ent diseases - nose disease"), pharyngeal disorder ("recurrent ent diseases - throat disease") and pruritus ("itching"). On (B)(6) 2017, the patient experienced complication of device removal ("a fragment remains after removal of essure"). On an unknown date, the patient experienced device breakage ("a fragment remains after removal of essure"). The patient was treated with surgery (bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed. At the time of the report, the menorrhagia, haemorrhagic anaemia, device breakage, asthenia, meniere's disease, abdominal pain, alopecia, abdominal distension, headache, insomnia, hot flush, mood swings, temperature intolerance, gout, seborrhoeic dermatitis, episcleritis, conjunctivitis, ear disorder, nasal disorder, pharyngeal disorder, pruritus and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, complication of device removal, conjunctivitis, device breakage, ear disorder, episcleritis, gout, haemorrhagic anaemia, headache, hot flush, insomnia, meniere's disease, menorrhagia, mood swings, nasal disorder, pharyngeal disorder, pruritus, seborrhoeic dermatitis and temperature intolerance with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred terms: menorrhagia - the analysis in the global safety database revealed 461 cases. Device breakage - the analysis in the global safety database revealed 1.700 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.